Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call indicating to have large air bubbles in reservoir. Customer's blood glucose was 306 mg/dl. Customer reported of waking every morning with high blood glucose of 303 mg/dl to 304 mg/dl. Customer reported that pump was not rewound with reservoir in place. Customer requested to speak with a supervisor but hung up prior to transfer.